Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code and fault ID. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump; however, the call was disconnected, and it could not be confirmed if the customer had a backup insulin delivery method.